Event description:
In 2006, a physician successfully deployed an embolishied into the right internal carotid artery; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the embolishield was successfully retrieved. Prior to the event day, approximately 6.5 hours post the stenting procedure, the pt had an acute right cerebrovascular accident. It was reported to be not continuing and the date of resolution was five days later. The pt was discharged to home the same day.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.